Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant to be separated from the pusher with no signs of activation. The pusher's heater coil was found damaged/compressed with the monofilament protruding from the heater coil. The monofilament profiles a stretched tail shape at the tip, indicating the device was experiencing excessive force that exceeded the strength of the monofilament, causing the implant to separate from the pusher. The investigation found the returned microcatheter cut into three pieces. The microcathetesger was investigated under x-ray and found the implant to be broken and stretched in the three parts of the microcatheter. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization, the coil stretched and prematurely detached in the vessel. The coil was retrieved with an endovascular snare. The patient was reported to be fine.